Event description:
Reporter is consumer who states that her implants were placed at a dental office, but the dentist never made her final teeth. She has tried getting her records and/or money back from the dentist who placed the implants, but he won't respond. She has contacted the dental board about this dentist not allowing her a copy of her medical records. And, the dental board says that they will research further. She has attempted to get her work completed by another dentist, but the doctor returned her money stating that the implants were too crooked to finish. Reporter states that the FDA has approved use of the product, but she feels it must be faulty. She is currently in no pain, but has some discomfort. She has yet to complete her final teeth. She's had 6 implants & 5/6 took - one didn't take. The dentist who placed the implants is illegally advertising as acdi (a center for dental implants). She request FDA to investigate further.